Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included bupropion (wellbutrin), fluoxetine hydrochloride (prozac), medroxyprogesterone (depo provera), ondansetron (zofran), paracetamol (acetaminophen), ssri and vitamins. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 2 months 29 days after insertion of essure, the patient experienced fungal infection (" yeast infection"). In 2009, the patient experienced vaginal discharge ("vaginal discharge") and weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In 2010, the patient experienced hot flush (" hot flashes") and alopecia ("hair loss"). On (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2012, the patient experienced headache ("migraines / headaches") and migraine ("migraines / headaches"). In 2013, the patient experienced depression (" depression") and nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), anxiety (" anxiety") and abdominal pain upper ("stomach pain"). The patient was treated with estrogen nos (estrogen), ibuprofen (motrin) and surgery (underwent a laparoscopy with a bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine and weight increased had resolved and the menstrual disorder, hot flush, menorrhagia, vaginal haemorrhage, fungal infection, depression, anxiety, headache, nausea, vaginal discharge, fatigue, alopecia and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, alopecia, anxiety, depression, fatigue, fungal infection, headache, hot flush, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 213 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Hysterosalpingogram: in (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 14-may-2018: pfs received . Events:hormonal changes describe: hot flashes,abnormal bleeding (vaginal, menorrhagia), infection (other) describe: yeast infection, psychological or psychiatric problems condition: depression / anxiety, migraines / headaches, nausea,vaginal discharge, fatigue, hair loss, weight gain / loss specify which one: weight gain. Lab data was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s),"), device breakage ("device breakage"), pelvic pain ("pelvic pain/pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia): menorrhagia") and endometritis ("mild endometritis.") In a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included euthyroid sick syndrome, joint pain, constipation, breast pain female, sinusitis, menses painful, endometriosis, adenomyosis and menometrorrhagia. Previously administered products included for an unreported indication: mirena from february 2007 to march 2008 and yaz. Concurrent conditions included cyst of thyroid, asthma, allergic conjunctivitis, esophageal reflux, spotting vaginal, dizzy, light-headed, bleeding menstrual heavy, abdominal discomfort, itching, back discomfort, allergic rhinitis, insomnia, joint pain, constipation, breast pain, left lower quadrant pain, low back pain, sinusitis, breast tenderness, fibroid uterine enlarged, yeast infection, mood swings, irritable bowel syndrome, parity 2, menstrual migraine, endometriosis, pelvic adhesions, multigravida, bladder perforation, knee pain, swelling nos, nasal discharge, nasal obstruction, chest pain, cough, ear pain, skin rash, hyperthyroidism, sleep apnea, sinus infection, antral lavage and peripheral swelling. Concomitant products included ammonium lactate, amoxicillin, benzonatate, bupropion hydrochloride (wellbutrin), calcium carbonate, celecoxib, cetirizine, cetirizine hydrochloride, cimetidine, cyclobenzaprine, docusate calcium, docusate sodium (colace), esomeprazole, esomeprazole, ethinylestradiol;etonogestrel (novaring), ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe), ethinylestradiol;norelgestromin (ortho evra), etonogestrel (implanon), ferrous fumarate, fexofenadine, fluoxetine hydrochloride (prozac), fluticasone, fluticasone propionate, fluticasone propionate (flonase allergy relief), fluticasone propionate;salmeterol xinafoate (advair), folic acid, guaifenesin, ibuprofen, ibuprofen (motrin children), loratadine, medroxyprogesterone acetate (depo provera), montelukast sodium, montelukast sodium (singulair), olopatadine hydrochloride, olopatadine hydrochloride (pataday), ondansetron (zofran), ondansetron hydrochloride, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen), phenoxymethylpenicillin potassium (penicillin v potassium), pseudoephedrine hydrochloride, ranitidine, salbutamol (albuterol hfa), salbutamol sulfate (albuterol sulfate), sertraline, sertraline hydrochloride (zoloft), sodium propionate (propionate), ssri, tramadol, tranexamic acid, venlafaxine, verapamil, vitamins nos and zolpidem tartrate. On (B)(6) 2009, the patient had essure inserted. In march 2009, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2009, the patient experienced vulvovaginal mycotic infection ("yeast infection"), 2 months 29 days after insertion of essure. In 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). In june 2009, the patient experienced vaginal infection ("infection (other) - describe: vaginal / infection ( bladder / urinary tract / vaginal) - type: vaginal"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia): vaginal"). In november 2009, the patient experienced vaginal discharge ("vaginal discharge"). In december 2009, the patient experienced headache ("migraines / headaches"), migraine ("migraines / headaches") and abdominal pain ("abdominal pain"). In january 2010, the patient experienced alopecia ("hair loss") and dysmenorrhoea ("dysmenorrhea (cramping)"). In february 2010, the patient experienced anxiety ("psychological or psychiatric probelms- condition:anxiety"). In january 2012, the patient experienced nausea ("nausea"). In october 2012, the patient experienced urinary tract infection ("infection ( bladder / urinary tract / vaginal) - type: urinary tract"). In december 2012, the patient experienced depression ("psychological or psychiatric probelms- condition: depression") with mood swings. In april 2013, the patient experienced hot flush ("hormonal changes -describe :hot flashes"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), abdominal pain upper ("stomach area pain"), back pain ("lower back area/ back pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with antibiotics, estradiol (estrogen), ibuprofen (motrin), nsaids, selective serotonin reuptake inhibitors, and surgery (ablation, underwent a laparoscopy with a bilateral salpingectomy and histerectomy, underwent a laparoscopy with a bilateral salpingectomy and histerectomy and underwent a laparoscopy with a bilateral salpingectomy and histerectomy/). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device breakage, endometritis, menstrual disorder, hot flush, vulvovaginal mycotic infection, depression, anxiety, headache, nausea, vaginal discharge, alopecia, vaginal infection, dysmenorrhoea and urinary tract infection outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, migraine, fatigue, weight increased, abdominal pain upper, back pain, abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anxiety, back pain, depression, device breakage, dysmenorrhoea, endometritis, fallopian tube perforation, fatigue, headache, hot flush, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: 10oct2012, total hysterectomy (uterus and cervix removed), 21mar2017, bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. Abdominal x-ray - on 27-dec-2012: right hip radiograph :findings concerning for right greater the left pincer-type femoral acetabular impingement. Single wire seen at the right side of the pelvis may represent a right-sided tubal occlusion device. No similar appearing. Device is seen on the left side.. Cystoscopy - on 10-oct-2012: there is a evidence of endometriosis implants in the anterior cul-de-sac.. Hysterosalpingogram - in june 2009: results: total bilateral occlusion; on 28-jul-2009: total bilateral occlusion; in december 2009: total bilateral occlusion.. Ultrasound scan - on an unknown date: single sub centimeter cystic right thyroid lobe nodule.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain., vaginal discharge, , lower back pain, yeast infection, fatigue, heavy bleeding, hot flashes., headache, lower abdominal pain, depression and anxiety,mild endometritis, nausea, dysmenorrhoea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-may-2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s),"), device breakage ("device breakage"), pelvic pain ("pelvic pain/pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia): menorrhagia"), endometritis ("mild endometritis."), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and abortion spontaneous ("pregnancy (stillbirth or miscarriage) : miscarriage") in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "dyspareunia (painful sexual intercourse)". The patient's medical history included euthyroid sick syndrome, miscarriage, vaginal delivery, chronic tonsillitis, iron deficiency anemia, insomnia, joint pain, constipation, breast pain, sinusitis, menses painful, endometriosis, adenomyosis and menometrorrhagia. Previously administered products included for an unreported indication: yasmin in 2006, yaz and mirena. Concurrent conditions included cyst of thyroid, asthma, allergic conjunctivitis and esophageal reflux. Concomitant products included alprazolam (xanax), ammonium lactate, amoxicillin, benzonatate, bupropion hydrochloride (wellbutrin), buspirone hydrochloride (buspar), calcium carbonate, celecoxib, cetirizine, cetirizine hydrochloride, cimetidine, cyclobenzaprine, docusate calcium, esomeprazole, ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe), ferrous fumarate, fexofenadine, fluoxetine hydrochloride (prozac), fluticasone, fluticasone propionate, fluticasone propionate;salmeterol xinafoate (advair), folic acid, guaifenesin, ibuprofen, loratadine, medroxyprogesterone acetate (depo provera), montelukast sodium, olopatadine hydrochloride, ondansetron (zofran), paracetamol (acetaminophen), phenoxymethylpenicillin potassium (penicillin v potassium), pseudoephedrine hydrochloride, ranitidine, salbutamol sulfate (albuterol sulfate), sertraline, sertraline hydrochloride (zoloft), sodium propionate (propionate), ssri, tramadol, venlafaxine, venlafaxine hydrochloride (effexor), verapamil, vitamins nos and zolpidem tartrate. On (B)(6)2009, the patient had essure inserted. On (B)(6)2009, the patient experienced vulvovaginal mycotic infection ("yeast infection"), 2 months 29 days after insertion of essure. In 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia): vaginal ") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6)2009, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6)2009, the patient experienced headache ("migraines / headaches"), migraine ("migraines / headaches"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and visual impairment ("vision/eye problems type: eye sight got worse"). In (B)(6)2010, the patient experienced alopecia ("hair loss") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2010, the patient experienced anxiety ("psychological or psychiatric problems- condition:anxiety"). In (B)(6)2013, the patient experienced depression ("psychological or psychiatric problems- condition: depression"). In (B)(6)2013, the patient experienced hot flush ("hormonal changes -describe :hot flashes") and nausea ("nausea"). On (B)(6)2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On (B)(6)2017, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), abdominal pain upper ("stomach area pain"), vaginal infection ("vaginal infection"), back pain ("lower back area/ back pain"), abdominal pain lower ("lower abdominal pain") and mood swings ("mood swings"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight decreased ("weight loss"). The patient was treated with antibiotics, estradiol (estrogen), ibuprofen (motrin), nsaids, selective serotonin reuptake inhibitors, sumatriptan succinate (imitrex df), topiramate (topamax), and surgery (ablation/oophorectomy (one side removal of ovary), underwent a laparoscopy with a bilateral salpingectomy and hysterectomy and underwent a laparoscopy with a bilateral salpingectomy and hysterectomy/). Essure was removed on (B)(6)2017. At the time of the report, the fallopian tube perforation, device breakage, endometritis, pregnancy with contraceptive device, abortion spontaneous, menstrual disorder, hot flush, vulvovaginal mycotic infection, depression, anxiety, headache, nausea, vaginal discharge, alopecia, vaginal infection, dysmenorrhoea, visual impairment and mood swings outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, migraine, fatigue, weight increased, abdominal pain upper, back pain, abdominal pain, dyspareunia, abdominal pain lower and weight decreased had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, abortion spontaneous, alopecia, anxiety, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, endometritis, fallopian tube perforation, fatigue, headache, hot flush, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal mycotic infection, weight decreased and weight increased to be related to essure. The reporter commented: current weight 213 lbs. Discrepancy noted : date of insertion ¿ (B)(6)2009 (a per fu-4) and date of removal (B)(6)2012 ( as per fu-3), (B)(6)2017 (as per fu-4) and (B)(6)2017(as per fu-5). Insertion details : there was evidence of endometriosis implants in the anterior cul-de-sac. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. Abdominal x-ray - on (B)(6)2012: right hip radiograph :findings concerning for right greater the left pincer-type femoral acetabular impingement. Single wire seen at the right side of the pelvis may represent a right-sided tubal occlusion device. No similar appearing. Device is seen on the left side.. Cystoscopy - on (B)(6)2012: there is a evidence of endometriosis implants in the anterior cul-de-sac.. Hysterosalpingogram - in (B)(6)2009: results: total bilateral occlusion; on (B)(6)2009: total bilateral occlusion; in (B)(6)2009: total bilateral occlusion.. Ultrasound scan - on an unknown date: single sub centimeter cystic right thyroid lobe nodule.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain., vaginal discharge, asthma, allergic rhinitis, lower back pain, yeast infection, fatigue, heavy bleeding, nasal congestion, cramping, hormonal imbalances, hot flashes., headache, lower abdominal pain, depression and anxiety,mild endometritis. Most recent follow-up information incorporated above includes: on 21-aug-2018: pfs received- new event abdominal pain was added. Concomitant and treatment drugs were added. Fup 3, 4 and 5 processed together on 24-jan-2019: plaintiff fact sheet and medical records received. New events pregnancy (stillbirth or miscarriage), pregnancy (stillbirth or miscarriage) : miscarriage , dyspareunia (painful sexual intercourse), dyspareunia (painful sexual intercourse), vision/eye problems type: eye sight got worse , lower abdominal pain were added. Outcome of events abnormal bleeding (vaginal, menorrhagia): menorrhagia, abnormal bleeding (vaginal, menorrhagia): vaginal, stomach area pain, lower back area/ back pain, abdominal pain and fatigue were updated from unknown to recovered / resolved. Plaintiff fact sheet and medical records received : reporter information updated. Patient information updated. Treatment, historical and concomitant drugs were added. Medical history was updated. Lab data added. Fu-3,fu-4 and fu-5 process together on 24-jan-2019: plaintiff fact sheet received. Fu-3,fu-4 and fu-5 processed together. Reporter information updated. New events added-mood swings, device breakage, perforation (fallopian tube(s) and weight loss. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s),'), device breakage ('device breakage'), pelvic pain ('pelvic pain/pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia): menorrhagia') and endometritis ('mild endometritis.') In a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included euthyroid sick syndrome, joint pain, constipation, breast pain female, sinusitis, menses painful, endometriosis, adenomyosis and menometrorrhagia. Previously administered products included for an unreported indication: mirena from (B)(6) 2007 to (B)(6) 2008 and yaz. Concurrent conditions included cyst of thyroid, asthma, allergic conjunctivitis, esophageal reflux, spotting vaginal, dizzy, light-headed, bleeding menstrual heavy, abdominal discomfort, itching, back discomfort, allergic rhinitis, insomnia, joint pain, constipation, breast pain, left lower quadrant pain, low back pain, sinusitis, breast tenderness, fibroid uterine enlarged, yeast infection, mood swings, irritable bowel syndrome, parity 2, menstrual migraine, endometriosis, pelvic adhesions, multigravida, bladder perforation, knee pain, swelling nos, nasal discharge, nasal obstruction, chest pain, cough, ear pain, skin rash, hyperthyroidism, sleep apnea, sinus infection, antral lavage and peripheral swelling. Concomitant products included ammonium lactate, amoxicillin, benzonatate, bupropion hydrochloride (wellbutrin), calcium carbonate, celecoxib, cetirizine, cetirizine hydrochloride, cimetidine, cyclobenzaprine, docusate calcium, docusate sodium (colace), esomeprazole, esomeprazole, ethinylestradiol;etonogestrel (novaring), ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe), ethinylestradiol;norelgestromin (ortho evra), etonogestrel (implanon), ferrous fumarate, fexofenadine, fluoxetine hydrochloride (prozac), fluticasone, fluticasone propionate, fluticasone propionate (flonase allergy relief), fluticasone propionate;salmeterol xinafoate (advair), folic acid, guaifenesin, ibuprofen, ibuprofen (motrin children), loratadine, medroxyprogesterone acetate (depo provera), montelukast sodium, montelukast sodium (singulair), olopatadine hydrochloride, olopatadine hydrochloride (pataday), ondansetron (zofran), ondansetron hydrochloride, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen), phenoxymethylpenicillin potassium (penicillin v potassium), pseudoephedrine hydrochloride, ranitidine, salbutamol (albuterol hfa), salbutamol sulfate (albuterol sulfate), sertraline, sertraline hydrochloride (zoloft), sodium propionate (propionate), ssri, tramadol, tranexamic acid, venlafaxine, verapamil, vitamins nos and zolpidem tartrate. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2009, the patient experienced vulvovaginal mycotic infection ("yeast infection"), 2 months 29 days after insertion of essure. In 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced vaginal infection ("infection (other) - describe: vaginal / infection ( bladder / urinary tract / vaginal) - type: vaginal"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia): vaginal"). In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced headache ("migraines / headaches"), migraine ("migraines / headaches") and abdominal pain ("abdominal pain"). In (B)(6) 2010, the patient experienced alopecia ("hair loss") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced anxiety ("psychological or psychiatric problems- condition:anxiety"). In (B)(6) 2012, the patient experienced nausea ("nausea"). In october 2012, the patient experienced urinary tract infection ("infection ( bladder / urinary tract / vaginal) - type: urinary tract"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems- condition: depression") with mood swings. In (B)(6) 2013, the patient experienced hot flush ("hormonal changes -describe :hot flashes"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), abdominal pain upper ("stomach area pain"), back pain ("lower back area/ back pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with antibiotics, estradiol (estrogen), ibuprofen (motrin), nsaids, selective serotonin reuptake inhibitors, and surgery (ablation, underwent a laparoscopy with a bilateral salpingectomy and histerectomy, underwent a laparoscopy with a bilateral salpingectomy and histerectomy and underwent a laparoscopy with a bilateral salpingectomy and histerectomy/). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, device breakage, endometritis, menstrual disorder, hot flush, vulvovaginal mycotic infection, depression, anxiety, headache, nausea, vaginal discharge, vaginal infection, dysmenorrhoea and urinary tract infection outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, migraine, fatigue, alopecia, weight increased, abdominal pain upper, back pain, abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anxiety, back pain, depression, device breakage, dysmenorrhoea, endometritis, fallopian tube perforation, fatigue, headache, hot flush, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: (B)(6) 2012, total hysterectomy (uterus and cervix removed), (B)(6) 2017, bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. Abdominal x-ray - on (B)(6) 2012: right hip radiograph :findings concerning for right greater the left pincer-type femoral acetabular impingement. Single wire seen at the right side of the pelvis may represent a right-sided tubal occlusion device. No similar appearing. Device is seen on the left side.. Cystoscopy - on (B)(6) 2012: there is a evidence of endometriosis implants in the anterior cul-de-sac.. Hysterosalpingogram - in (B)(6) 2009: results: total bilateral occlusion; on (B)(6) 2009: total bilateral occlusion; in (B)(6) 2009: total bilateral occlusion. Ultrasound scan - on an unknown date: single sub centimeter cystic right thyroid lobe nodule. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain., vaginal discharge, , lower back pain, yeast infection, fatigue, heavy bleeding, hot flashes., headache, lower abdominal pain, depression and anxiety,mild endometritis, nausea, dysmenorrhoea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: ppf received- outcome of hair loss was updated unknown to recovered/resolved. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s),"), device breakage ("device breakage"), pelvic pain ("pelvic pain/pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia): menorrhagia"), endometritis ("mild endometritis."), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and abortion spontaneous ("pregnancy (stillbirth or miscarriage) : miscarriage") in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "dyspareunia (painful sexual intercourse)". The patient's medical history included euthyroid sick syndrome, miscarriage, gravida ii, chronic tonsillitis, iron deficiency anemia, insomnia, joint pain, constipation, breast pain female, sinusitis, menses painful, endometriosis, adenomyosis and menometrorrhagia. Previously administered products included for an unreported indication: yasmin in 2006, yaz and mirena. Concurrent conditions included cyst of thyroid, asthma, allergic conjunctivitis, esophageal reflux, per vaginal bleeding, dizzy, light-headed, midcycle bleeding, abdominal discomfort, itching, back discomfort, allergic rhinitis, insomnia, joint pain, constipation, breast pain, left lower quadrant pain, low back pain, sinusitis, breast tenderness, fibroid uterine enlarged, yeast infection, mood swings, irritable bowel syndrome, parity 2, menstrual migraine, endometriosis, pelvic adhesions, multigravida, bladder perforation, knee pain, swelling nos, nasal discharge, nasal obstruction, chest pain, cough, ear pain, skin rash, hyperthyroidism, sleep apnea, sinus infection, antral lavage and peripheral swelling. Concomitant products included alprazolam (xanax), ammonium lactate, amoxicillin, benzonatate, bupropion hydrochloride (wellbutrin), buspirone hydrochloride (buspar), calcium carbonate, celecoxib, cetirizine, cetirizine hydrochloride, cimetidine, cyclobenzaprine, docusate calcium, docusate sodium (colace), esomeprazole, esomeprazole, ethinylestradiol;etonogestrel (novaring), ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe), ethinylestradiol;norelgestromin (ortho evra), etonogestrel (implanon), ferrous fumarate, fexofenadine, fluoxetine hydrochloride (prozac), fluticasone, fluticasone propionate, fluticasone propionate (flonase allergy relief), fluticasone propionate;salmeterol xinafoate (advair), folic acid, guaifenesin, ibuprofen, ibuprofen (motrin children), loratadine, medroxyprogesterone acetate (depo provera), montelukast sodium, montelukast sodium (singulair), olopatadine hydrochloride, olopatadine hydrochloride (pataday), ondansetron (zofran), ondansetron hydrochloride, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen), phenoxymethylpenicillin potassium (penicillin v potassium), pseudoephedrine hydrochloride, ranitidine, salbutamol (albuterol hfa), salbutamol sulfate (albuterol sulfate), sertraline, sertraline hydrochloride (zoloft), sodium propionate (propionate), ssri, tramadol, tranexamic acid, venlafaxine, venlafaxine hydrochloride (effexor), verapamil, vitamins nos and zolpidem tartrate. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6)2009, the patient experienced vulvovaginal mycotic infection ("yeast infection"), 2 months 29 days after insertion of essure. In 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). In june 2009, the patient experienced vaginal infection ("infection (other) - describe: vaginal / infection ( bladder / urinary tract / vaginal) - type: vaginal"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia): vaginal"). In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced headache ("migraines / headaches"), migraine ("migraines / headaches"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and visual impairment ("vision/eye problems type: eye sight got worse"). In (B)(6) 2010, the patient experienced alopecia ("hair loss") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced anxiety ("psychological or psychiatric probelms- condition:anxiety"). In (B)(6) 2012, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient experienced urinary tract infection ("infection ( bladder / urinary tract / vaginal) - type: urinary tract "). In (B)(6)2012, the patient experienced depression ("psychological or psychiatric probelms- condition: depression"). In (B)(6) 2013, the patient experienced hot flush ("hormonal changes -describe :hot flashes"). On (B)(6)2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), abdominal pain upper ("stomach area pain"), back pain ("lower back area/ back pain"), abdominal pain lower ("lower abdominal pain") and mood swings ("mood swings"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight decreased ("weight loss"). The patient was treated with antibiotics, estradiol (estrogen), ibuprofen (motrin), nsaids, selective serotonin reuptake inhibitors, sumatriptan succinate (imitrex df), topiramate (topamax), and surgery (ablation/oophorectomy (one side removal of ovary), underwent a laparoscopy with a bilateral salpingectomy and histerectomy, underwent a laparoscopy with a bilateral salpingectomy and histerectomy/ and underwent a laparoscopy with a bilateral salpingectomy and supracervical histerectomy (uterus only)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device breakage, endometritis, pregnancy with contraceptive device, abortion spontaneous, menstrual disorder, hot flush, vulvovaginal mycotic infection, depression, anxiety, headache, nausea, vaginal discharge, alopecia, vaginal infection, dysmenorrhoea, visual impairment, mood swings and urinary tract infection outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, migraine, fatigue, weight increased, abdominal pain upper, back pain, abdominal pain, dyspareunia, abdominal pain lower and weight decreased had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, abortion spontaneous, alopecia, anxiety, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, endometritis, fallopian tube perforation, fatigue, headache, hot flush, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal mycotic infection, weight decreased and weight increased to be related to essure. The reporter commented: current weight 213 lbs. Discrepancy noted : date of insertion ¿ (B)(6) -2009 (a per fu-4) and date of removal (B)(6) 2012 ( as per fu-3), (B)(6) 2017 (as per fu-4) and (B)(6) 2017(as per fu-5). Insertion details : there was evidence of endometriosis implants in the anterior cul-de-sac. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. Abdominal x-ray - on (B)(6) 2012: right hip radiograph :findings concerning for right greater the left pincer-type femoral acetabular impingement. Single wire seen at the right side of the pelvis may represent a right-sided tubal occlusion device. No similar appearing. Device is seen on the left side.. Cystoscopy - on (B)(6) 2012: there is a evidence of endometriosis implants in the anterior cul-de-sac.. Hysterosalpingogram - in june 2009: results: total bilateral occlusion; on (B)(6) 2009: total bilateral occlusion; in december 2009: total bilateral occlusion.. Ultrasound scan - on an unknown date: single sub centimeter cystic right thyroid lobe nodule.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain., vaginal discharge, asthma, allergic rhinitis, lower back pain, yeast infection, fatigue, heavy bleeding, nasal congestion, cramping, hormonal imbalances, hot flashes., headache, lower abdominal pain, depression and anxiety,mild endometritis, weight decrease, nausea, dysmenorrhoea, menorrhagia. Most recent follow-up information incorporated above includes: on 8-mar-2019: follow-up 6 and 7 process together. Plaintiff fact sheet received. Events added from pfs- infection ( bladder / urinary tract / vaginal) - type: urinary tract. Onset date of event were updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s),"), device breakage ("device breakage"), pelvic pain ("pelvic pain/pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia): menorrhagia") and endometritis ("mild endometritis.") In a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included euthyroid sick syndrome, joint pain, constipation, breast pain female, sinusitis, menses painful, endometriosis, adenomyosis and menometrorrhagia. Previously administered products included for an unreported indication: mirena from (B)(6) 2007 to (B)(6) 2008 and yaz. Concurrent conditions included cyst of thyroid, asthma, allergic conjunctivitis, esophageal reflux, spotting vaginal, dizzy, light-headed, bleeding menstrual heavy, abdominal discomfort, itching, back discomfort, allergic rhinitis, insomnia, joint pain, constipation, breast pain, left lower quadrant pain, low back pain, sinusitis, breast tenderness, fibroid uterine enlarged, yeast infection, mood swings, irritable bowel syndrome, parity 2, menstrual migraine, endometriosis, pelvic adhesions, multigravida, bladder perforation, knee pain, swelling nos, nasal discharge, nasal obstruction, chest pain, cough, ear pain, skin rash, hyperthyroidism, sleep apnea, sinus infection, antral lavage and peripheral swelling. Concomitant products included ammonium lactate, amoxicillin, benzonatate, bupropion hydrochloride (wellbutrin), calcium carbonate, celecoxib, cetirizine, cetirizine hydrochloride, cimetidine, cyclobenzaprine, docusate calcium, docusate sodium (colace), esomeprazole, esomeprazole, ethinylestradiol;etonogestrel (novaring), ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe), ethinylestradiol;norelgestromin (ortho evra), etonogestrel (implanon), ferrous fumarate, fexofenadine, fluoxetine hydrochloride (prozac), fluticasone, fluticasone propionate, fluticasone propionate (flonase allergy relief), fluticasone propionate;salmeterol xinafoate (advair), folic acid, guaifenesin, ibuprofen, ibuprofen (motrin children), loratadine, medroxyprogesterone acetate (depo provera), montelukast sodium, montelukast sodium (singulair), olopatadine hydrochloride, olopatadine hydrochloride (pataday), ondansetron (zofran), ondansetron hydrochloride, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen), phenoxymethylpenicillin potassium (penicillin v potassium), pseudoephedrine hydrochloride, ranitidine, salbutamol (albuterol hfa), salbutamol sulfate (albuterol sulfate), sertraline, sertraline hydrochloride (zoloft), sodium propionate (propionate), ssri, tramadol, tranexamic acid, venlafaxine, verapamil, vitamins nos and zolpidem tartrate. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2009, the patient experienced vulvovaginal mycotic infection ("yeast infection"), 2 months 29 days after insertion of essure. In 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced vaginal infection ("infection (other) - describe: vaginal / infection ( bladder / urinary tract / vaginal) - type: vaginal"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia): vaginal"). In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced headache ("migraines / headaches"), migraine ("migraines / headaches") and abdominal pain ("abdominal pain"). In (B)(6) 2010, the patient experienced alopecia ("hair loss") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced anxiety ("psychological or psychiatric probelms- condition:anxiety"). In (B)(6) 2012, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient experienced urinary tract infection ("infection ( bladder / urinary tract / vaginal) - type: urinary tract"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric probelms- condition: depression") with mood swings. In (B)(6) 2013, the patient experienced hot flush ("hormonal changes -describe :hot flashes"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), abdominal pain upper ("stomach area pain"), back pain ("lower back area/ back pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with antibiotics, estradiol (estrogen), ibuprofen (motrin), nsaids, selective serotonin reuptake inhibitors, and surgery (ablation, underwent a laparoscopy with a bilateral salpingectomy and histerectomy, underwent a laparoscopy with a bilateral salpingectomy and histerectomy and underwent a laparoscopy with a bilateral salpingectomy and histerectomy/). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device breakage, endometritis, menstrual disorder, hot flush, vulvovaginal mycotic infection, depression, anxiety, headache, nausea, vaginal discharge, alopecia, vaginal infection, dysmenorrhoea and urinary tract infection outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, migraine, fatigue, weight increased, abdominal pain upper, back pain, abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anxiety, back pain, depression, device breakage, dysmenorrhoea, endometritis, fallopian tube perforation, fatigue, headache, hot flush, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: (B)(6) 2012, total hysterectomy (uterus and cervix removed), (B)(6) 2017, bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. Abdominal x-ray - on (B)(6) 2012: right hip radiograph :findings concerning for right greater the left pincer-type femoral acetabular impingement. Single wire seen at the right side of the pelvis may represent a right-sided tubal occlusion device. No similar appearing. Device is seen on the left side.. Cystoscopy - on (B)(6) 2012: there is a evidence of endometriosis implants in the anterior cul-de-sac.. Hysterosalpingogram - in (B)(6) 2009: results: total bilateral occlusion; on (B)(6) 2009: total bilateral occlusion; in (B)(6) 2009: total bilateral occlusion.. Ultrasound scan - on an unknown date: single sub centimeter cystic right thyroid lobe nodule.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain., vaginal discharge, , lower back pain, yeast infection, fatigue, heavy bleeding, hot flashes., headache, lower abdominal pain, depression and anxiety,mild endometritis, nausea, dysmenorrhoea, menorrhagia. Amendment: the report was amended on (B)(6) 2019 for the following reason: all information added in fu 4 dated (B)(6) 2019 were removed as it was identified as wrong source document. Reporters and stop date for essure updated. Events pregnancy (stillbirth or miscarriage), miscarriage, device ineffective, dyspareunia, vision/eye problems type: eye sight got worse were deleted. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent a laparoscopy with a bilateral salpingectomy ). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included euthyroid sick syndrome. Previously administered products included for an unreported indication: yaz and mirena. Concurrent conditions included cyst of thyroid, asthma, chronic allergic rhinosinusitis and esophageal reflux. Concomitant products included ammonium lactate, amoxicillin, benzonatate, bupropion hydrochloride (wellbutrin), calcium carbonate, celecoxib, cetirizine, cetirizine hydrochloride, cimetidine, cyclobenzaprine, docusate calcium, esomeprazole, ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe), ferrous fumarate, fexofenadine, fluoxetine hydrochloride (prozac), fluticasone, fluticasone propionate, folic acid, guaifenesin, ibuprofen, loratadine, medroxyprogesterone acetate (depo provera), montelukast sodium, olopatadine hydrochloride, ondansetron (zofran), paracetamol (acetaminophen), phenoxymethylpenicillin potassium (penicillin v potassium), pseudoephedrine hydrochloride, ranitidine, salbutamol sulfate (albuterol sulfate), sertraline, sodium propionate (propionate), ssri, tramadol, venlafaxine, verapamil, vitamins and zolpidem tartrate. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced fungal infection ("yeast infection"), 2 months 29 days after insertion of essure. In 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced headache ("migraines / headaches") and migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced hot flush ("hormonal changes -describe :hot flashes"). In 2013, the patient experienced depression ("psychological or psychiatric problems- condition: depression") and nausea ("nausea"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), anxiety ("psychological or psychiatric problems- condition:anxiety"), abdominal pain upper ("stomach area"), vaginal infection ("vaginal infection") and back pain ("lower back area"). The patient was treated with estradiol (estrogen), ibuprofen (motrin) and surgery (ablation and underwent a laparoscopy with a bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, migraine and weight increased had resolved and the menorrhagia, menstrual disorder, hot flush, vaginal haemorrhage, fungal infection, depression, anxiety, headache, nausea, vaginal discharge, fatigue, alopecia, abdominal pain upper, vaginal infection, dysmenorrhoea and back pain outcome was unknown. The reporter considered abdominal pain upper, alopecia, anxiety, back pain, depression, dysmenorrhoea, fatigue, fungal infection, headache, hot flush, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 213 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Hysterosalpingogram in (B)(6) 2009: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 29-nov-2018: pfs received. Concomitant medication and condition added. Events vaginal infection, dysmenorrhea (cramping), lower back area were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.